Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the original total hip arthroplasty done in 2002. No implant record. Patient was experiencing pain, no dislocations. Upon review of x-ray, it looked as though the head was not centered in the cup, indicating a failure of the liner (wear). During the revision of the total hip, the liner was taken out along with the 28mm long metal head. The liner looked to be a lineage with significant wear. A new (lineage group 1 lipped), and a head one size larger (28mm xl) was put in.